Event description:
The event is reported as: the customer alleges the cuff deflated during testing by the anesthesiologist after being inflated with a syringe. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods.customer complaint cannot be confirmed due to the fact the product sample is not available to perform a proper investigation and determine the root cause. If the sample becomes available at a later date, this complaint will be updated accordingly and a follow-up report will be provided.

Event description:
The event is reported as:the customer alleges the cuff deflated during testing by the anesthesiologist after being inflated with a syringe.there was no patient involvement reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Manufacturer narrative:
Qn#(B)(4). Device history record (DHR) review was performed on the lot provided and there were no issues found that could have contributed to the reported failure. There were no changes in the manufacturing processes of the lot reported. The sample was not received in the original teleflex lma packaging and the airway tube was observed to be clear. The device was also observed to have a small opening at the tip of the cuff at the joining of the drain tube orifice and cuff. The sample could not hold inflation during inspection. The reported complaint was confirmed through visual inspection. The failure could have occurred due to inadequate glue surrounding the orifice of the drain tube and cuff. The incident could have developed after successive inflation following the final qc controls that passed. Relevant operators were made aware of the incident and required to pay more attention during this particular step of the manufacturing process.

Event description:
The event is reported as: the customer alleges the cuff deflated during testing by the anesthesiologist after being inflated with a syringe. There was no patient involvement reported.